Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name and date: procedure name: handle surgery. Please explain how was procedure completed: use of another device to complete the procedure. Please clarify if there were any adverse patient consequences due to this suture pull of? No patient consequence, but non evaluation of tissue's risk. The lot number is: ethilon 5-0 lot : rbbaha. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a handle surgery on an unknown date in 2021 and suture was used. During the procedure, the suture pulled off of the needle. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.